Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed during functional testing and archive data review. The root cause of the reported ua45 advisory message was that the driveshaft was not at "home" position, most likely attributed to unintended user error. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The platform was further examined, and it was noted that the power distribution board (pdb) revision level was below 6 and needed to be updated. This observation is unrelated to the reported complaint and attributes to the age of the device. The autopulse platform was manufactured in june 2012 and is almost 10 years old, beyond its expected service life of 5 years. The archive data review indicated multiple ua45 advisory messages on the customer's reported event date, confirming the customer's reported complaint. Further review of the archive data showed several user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), unrelated to the reported complaint. Based on the archive data files, the ua07 advisory messages were cleared by the customer, and it was not replicated during functional testing at zoll. User advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. During functional testing, the autopulse platform displayed the ua45 advisory message upon powering up, confirming the customer's reported complaint. The platform's driveshaft was rotated to "home" position to remedy the fault. Further troubleshooting was performed to find the root cause for the intermittent ua07 advisory messages observed in the archive data. A load cell characterization test was performed and confirmed both cell modules were functioning within the specification. No device malfunction was found, and the autopulse platform functioned as intended. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer followed zoll's recommended instructions to clear the advisory message, but the issue persisted. No patient involvement.